Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis and then subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be a nosocomial infection, but as no further information was available, the cause of the peritonitis will be assessed as unknown. The cause of the sepsis was unknown. Treatment for the peritonitis and sepsis events was unknown. The cause of death was cardiac arrest. The patient was already hospitalized for unrelated events when the peritonitis diagnosis was made and the patient was hospitalized at the time of death. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. On an unknown date, dianeal and extraneal therapies were discontinued, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.